Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) presented with a charge time of 17.4 seconds with a monitoring voltage of 2.55 volts. Bsc technical services (ts) was contacted to calculate the remaining longevity on the device. No adverse patient effects were reported. A bsc ts representative discussed that the remaining calculated longevity of this device is current one to two years. However, this is on the battery voltage only and does not take into consideration the charge time. It was also discussed that this charge time may be longer than expected as it is part of the food and drug administration (FDA) advisory notification issued on november 27, 2007 regarding high middle of life (mol) battery impedance causing early replacement indicators (eri) in a small subpopulation vitality®, contak renewal® and assure tm devices. The ts representative suggested normal patient follow ups until the device reached the elective replacement indicator (eri). At a later date, this ICD was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.